Event description:
The customer reported having low blood glucose levels in one instance when he was working in the yard. The customer recounted how his friend found him and gave him ice cream. The customer reported that his blood glucose levels at that time were in the range of 30 mg/dl to 46 m/dl. The customer also reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.